Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer that the problem could be that the air smart connection is either loose, or defective/ faulty. They instructed the customer to check, and make sure that the connection and make sure that it is secure, or replace it with a ¿working¿ connector. The customer was to try the recommendations, then call back if they still needed further assistance. As of (B)(6) 2015, the customer has not called back for further assistance with this issue.

Event description:
The customer reported a unit that is alarming "invalid gas ID". No patient involvement.